Event description:
A customer reported receiving a low battery icon on their display and an error 4 when a test strip was inserted into their freestyle flash blood glucose monitor. It was then identified during troubleshooting between the customer and adc customer service that the unit of measurement setting could be changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the fa16may2006 letter.